Event description:
Reoperation of gamma3 short nail converted to thr.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: in this case no items were returned. A physical examination was not possible. The DHR did not reveal any discrepancies.the complaint trending regarding cut out revealed no conspicuousness. Potential cut out was considered in the risk analysis. The calculated threshold was not exceeded. Investigation revealed no nonconformity; therefore no new CAPA was initiated. Available x-rays showed the nail having been locked statically at distal. It could not be determined whether the set screw had been engaged in proper manner. In the given case the intra operative x-ray was compared to the x-ray prior to revision with the impression that the lag screw had neither moved (or if, only minimally) towards lateral nor towards medial. From technical point of view it was concluded that the femoral neck had been pushed over the lag screw which presents a cutout after an implantation period of approx. 3, 5 months. Revision surgery due to cutout does not primly depend on the implant. It is mostly caused by the interaction of 2 or more conditions contributing to the event (ref to below cited rmf). As no x-rays in m-l-view resp. As no further medical records were presented a medical review seemed not being reasonable. However, with given information a further technical statement regarding the reported event was not possible. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. A deficiency of the device was not verified.

Event description:
Reoperation of gamma3 short nail converted to thr.